Manufacturer narrative:
When available, a device failure analysis will be submitted as a follow up report.

Event description:
The zinc air batteries (varta power one implant plus 675) were used in both the bilateral user's sonnet audioprocessors. After some time, the user heard a loud pop noise in both processors. When the battery pack covers were opened it was noted that 1 battery in each sonnet was swollen looking. The user bought the batteries into the local service center and whilst they were being checked the swollen batteries exploded. No injuries occurred and the user did not come into contact with battery electrolyte.

Manufacturer narrative:
Conclusion: concerned batteries could not be retrieved for investigation. Based on information received, it could be initially assumed that one battery shorted into the sonnet battery pack frame, likely due to sweat or humidity, and gassed inside leading to its expansion. However, the investigation found minor signs of corrosion in only one of the two received sonnet battery pack frames. Furthermore, the batteries were reportedly not exposed to moisture. Therefore, a defective battery seems likely. This is a final report.

Event description:
The zinc air batteries (varta power one implant plus 675) were used in both the bilateral user's sonnet audioprocessors. After some time, the user heard a loud pop noise in both processors. When the battery pack covers were opened it was noted that 1 battery in each sonnet was swollen looking. The user bought the batteries into the local service center and whilst they were being checked the swollen batteries exploded. No injuries occurred and the user did not come into contact with battery electrolyte.